Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for a few minutes. The pod was removed from the infusion site.

Manufacturer narrative:
The device was received with the cannula assembly deployed. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 3138 pulses. No timeouts or drive stalls were observed in the data, and no indications of a failure to deliver insulin was observed. No damages or defects were found with the needle mechanism. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal and the needle was able to re-deploy as intended. There were no problems found that would cause the reported events. The cannula was observed to be ripped off and the cannula measured out of specification. Fluid was observed exiting the torn end of the cannula. The cause and timing of the damage could not be conclusively determined.